Event description:
It was reported that when the device was checked, it was noted that the left ventricular (lv) lead had an intermittently high pacing threshold. The thresholds had a progressive rise. It was also noted that there was a limit to how high the outputs could be set due to diaphragmatic stimulation. The patient was part of the product surveillance registry study. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the device was checked it was noted that the left ventricular (lv) lead had an intermittently high pacing threshold. It was also noted that when the doctor turns up the outputs they get stimulation, so the doctor back the outputs down to avoid. The patient was part of the (B)(6) study. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the left ventricular (lv) lead was turned off after the patient had a left ventricular assist device implanted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 lead (B)(6) 2005; 6947-65 lead (B)(6) 2005. (B)(4).